Event description:
It was reported during the inspection of the returned loner instruments from the hospital, it was found that the forceps was broken. According to sr, it was used and broken during surgery, but there were no adverse consequences.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the forceps were confirmed to be fractured upon visual inspection. The fracture occurred at the neck between the handle and the gripping end of the forceps. No other visual deformities or breakage was observed on the device. Conclusion: the root cause of the event is the presence of a void in the main body arm, which weakened the instrument at that location causing it to fracture under load.

Event description:
It was reported during the inspection of the returned loner instruments from the hospital, it was found that the forceps was broken. According to sr, it was used and broken during surgery, but there were no adverse consequences.